Event description:
The explanted devices were reported to have been discarded.

Event description:
Clinic notes from were received providing the patient feels there may be something wrong with the vns wires. The notes clarified that when she yawns she feels like something is stabbing her in the throat, at her left neck. She states it has been occurring over the last year. There are no problems during stimulation. She is not sure if she has moved the wire during a seizure. She was referred to surgery for repositioning or revision of the lead wire. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Generator replacement surgery occurred. The explanted device has not been received by the manufacturer to-date.